Event description:
During transarterial chemoembolization (tace) procedure registered nurse (rn) was starting chemo infusion through the alaris intravenous (IV) pump. Leaking was noted at the channel. Rn stopped the infusion and assessed where the leaking was coming from. Staff called me, nurse clinician for interventional radiologist (ir), into the room to help assess. All lines were clamped, we took the IV tubing out of the channel and found a pin hole leak in the collapsable area of the tubing. Rn primed a new primary line. Secondary tubing line with chemo was re-attached to new primed, primary line. Infusion started for tace procedure. It is thought a small amount a chemo leaked though the channel for the short amount of time the pump was running. There were a couple of small drops on the floor and IV pole, with drips on the IV pump as well. Another rn wiped this up with cleaning wipes before we could open the chemo spill kit and use the gel. All rn assisting in clean up were wearing proper chemo protective garb. Mask, eye protection, chemo gown, chemo gloves, & shoe coverings. Everything used to clean up the area was placed in the yellow chemo bin.